Event description:
Customer reports meter results of 3.5mg/dl while using the compact plus system. Meter result of 3.5 is outside the numeric reading range of the device. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.